Manufacturer narrative:
Manufacturing date from april 25, 2016 to april 26, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a ruptured bladder. The bladder was microscopically examined with no signs of abnormality found. The reported condition was verified and the cause is unknown. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a ruptured bladder at the end of infusion. The patient was treated with 3g of meronem and 250 ml of sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.